Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing high blood glucose levels due to issues with infusion sets. The customer reported that she had been changing infusion sets often due to a possible absorption issue. Blood glucose level at the time of the incident was above 500 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 120 mg/dl. Customer also reported that the insulin pump's battery life was shorter than usual. The customer reported receiving weak battery alerts. Blood glucose level at the time of this incident was 130 mg/dl. The customer was sent a replacement battery cap and will not return the device for analysis.